Event description:
Vague pump report of overinfusion. The pump was reported to be set at 500 ml/hr with a volume to infuse of 250 mls. The solution was reported to be maintenance solution. No additional clinical info was able to be obtained regarding the amount of overinfusion. No pt injury resulted.